Event description:
It was reported to boston scientific corporation that a hydrothermablation procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2011. The patient age was reported to be over 18 years. According to the complainant, the ablation procedure was performed with no complications. Post-procedure, the patient complained of pain. She was admitted to the hospital for pain control and was given IV narcotics. She was discharged the following day continuing to complain of pain and a greenish discharge. The physician prescribed silvadene cream. The patient continued to complain of pain and returned to the office for follow up on (B)(6) 2011. During that visit, an appearance of second degree burns was observed on the lower vagina and labia. Beside the silvadene cream, no other treatment was administered nor was any medication (pain or antibiotic) prescribed. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed. The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined.